Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments had been made; however, the issue did not resolve. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device, as well as a dislodged electrode ground ring. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken electrode within the electrode pocket. Broken wires between the fantail and electrode ground ring were also observed, which is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: sections b.1, b.2 & h.1. Additional information sections: b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. A review of the recipient¿s test data indicated impedance issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. The recipient reportedly experienced decreased performance. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was notified that the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.